Manufacturer narrative:
Sections with additional information as of 27-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: blurry vision, dry mouth and diarrhea. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer stated she had obtained hi using two different meters. The customer is concerned with test results from results obtained of hi. The customer¿s expected blood glucose test result range was not disclosed. Customer stated she had a scheduled appointment with the doctor today and the doctor told her blood glucose was high and she was put on insulin. Customer stated that the doctor did not advise how high her blood glucose was today. At the time of the call the customer reported symptoms of blurry vision, dry mouth and diarrhea. Customer stated she was going to contact her doctor after the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 539 mg/dl; customer did not advise which meter she was using when she got the result of 539 mg/dl. The test strip lot manufacturer¿s expiration date is 01/26/2024. Product storage and open vial date were not disclosed. The meter memory was not reviewed for previous test result history.